Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate touch tablet screen going blank was confirmed via the submitted videos and evaluation of the returned tablet (serial number: (B)(6). The submitted videos showed the heartmate touch screen being black with no display despite the user pressing the home and power buttons. During testing of the returned tablet, the screen would only intermittently turn on and display the expected images after pressing the home or power button; however, this display was transient and the tablet screen would quickly return to a black screen with no display. Multiple forced restarts were performed during testing; however, the screen issue did not resolve. The tablet was visually inspected during testing and no damage was observed. The screen remained active long enough to open the heartmate touch app and connect to a test wireless adapter, system controller, and mock circulatory loop. No issues with the heartmate touch app itself were observed during testing. The reported event was determined to be related to an issue with the tablet hardware and/or software; however, the specific root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) (rev. B) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (rev. B) under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system. Heartmate 3 instructions for use (IFU) (rev. B) chapter "equipment storage and care" describe how to care for, store, and clean all equipment, including the heartmate touch tablet. Heartmate 3 instructions for use (IFU) (rev. B) chapter 1 "introduction" informs the user to contact abbott for assistance if there are any questions after reading the manual. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the heartmate touch systems was not working. Drains were being removed from the patient while in the intensive care unit and the heartmate touch went blank. It was plugged in and fully charged. The device was unplugged and attempted to start up but the screen remained black. A restart, force shutdown, change of chargers were attempted but nothing worked. The screen flickered from time to time of the back light would come on and turn off again. The heartmate touch was removed from service.